Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause. On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective and preventative action (CAPA) has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "prof. (B)(6) informs that the clips on the cystic duct didn't close strongly enough. Dr. (B)(6) (leading surgeon) was the surgeon in the first procedure. The status of the patient required two revisions; prof. (B)(6) and dr. (B)(6) performed these revision-procedures. In the two revisions they tried to close the cystic duct with a suture. First revision: laparoscopic procedure. Second revision: open procedure. The hospital did not keep the device, so there won't be any return of the clip applier." Intervention - "(B)(6) 2015: 1st revision: lap procedure; (B)(6) 2015: 2nd revision: open procedure (laparotomy)." Patient status - "now:ok. The patient is still in hospital and on a normal ward and will leave the hospital in the next few days."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Although the root cause of your experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This document represents our initial / final report.

Event description:
Laparoscopic cholecystectomy - "prof. (B)(6) informs that the clips on the cystic duct didn't close strongly enough. Dr. (B)(6) (leading surgeon) was the surgeon in the first procedure. The status of the patient required two revisions; prof. (B)(6) and dr. (B)(6) performed these revision-procedures. In the two revisions they tried to close the cystic duct with a suture. First revision: laparoscopic procedure. Second revision: open procedure. The hospital did not keep the device, so there won't be any return of the clip applier." Intervention - "(B)(6) 2015: 1st revision: lap procedure; (B)(6) 2015: 2nd revision: open procedure (laparotomy)." Patient status - "now:ok. The patient is still in hospital and on a normal ward and will leave the hospital in the next few days."